Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The tech found worn bearings and bushings from normal wear. He rebuilt the brake mechanism and replaced the brake caster to repair the bed.